Event description:
It was reported that the asymptomatic patient presented for a follow up. The right ventricular lead exhibited noise, lead dislodgement was suspected. The device was reprogrammed and the lead remained implanted.

Event description:
New information noted that the lead was explanted and replaced on (B)(6) 2014. Low sensing was also observed on the lead.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found normal lead characteristics.

Manufacturer narrative:
.